Event description:
The physician reported that during the follow-up performed in (B)(6) 2015, the remaining longevity was about 16 months and battery impedance was at 4.19kohms (magnet rate at 94 min-1). The parameters were not changed. However, in (B)(6) 2016, the battery voltage was around 11.4 kohm (magnet rate at 78 min-1). An analysis is requested.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2016 but will not be available for analysis.

Event description:
The physician reported that during the follow-up performed in (B)(6) 2015, the remaining longevity was about 16 months and battery impedance was at 4.19kohms (magnet rate at 94 min-1). The parameters were not changed. However, in (B)(6) 2016, the battery voltage was around 11.4 kohm (magnet rate at 78 min-1). An analysis is requested.

Event description:
The physician reported that during the follow-up performed in (B)(6) 2015, the remaining longevity was about 16 months and battery impedance was at 4.19kohms (magnet rate at 94 min-1). The parameters were not changed. However, in (B)(6) 2016, the battery voltage was around 11.4 kohm (magnet rate at 78 min-1). An analysis is requested.